Event description:
It was reported that during a therapeutic procedure, the camera head had an abnormal image. The intended procedure was not completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ccd (charged coupled device) circuit is broken, likely resulting in the failure to produce an image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.